Manufacturer narrative:
Testing and investigation found that channels 2 and 3 of the device alarmed with an e321 (battery charger timeout) error code. The device has been identified in part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that there was physical damage on the outer casing and the battery needs to be replaced. These are not reportable malfunctions. However, during verification testing at the service center, channel 2 of the device alarmed with an e321 (battery charger timeout) error code. This error code occurs when the battery cannot be fully charged within 8 hours.